Event description:
Patient reported right side "diagnosed with capsular contracture," baker grade not specified. Healthcare professional reported right side rupture. Healthcare professional later reported, "no rupture when surgery was completed." Device has been explanted.

Manufacturer narrative:
(B)(4). The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1 , d.4 , d.9 , h.3 , h.4 , h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to spec, deformation device, creases fold, wear abrasion and white calcification in the shell. Voids in the gel observed after autoclave cycle. The unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "diagnosed with capsular contracture," baker grade not specified. Healthcare professional reported right side rupture. Healthcare professional later reported, "no rupture when surgery was completed." Device has been explanted.